Event description:
It was reported that during a rotator cuff surgery the metal part from anchor broke down and was left inside the anchor. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1927psf-3 sutr anch, peek crkscrw ft, tri-play serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device was received damaged. The visual evaluation found tip of the driver was broken off and it was found lodged on the peek screw. The evaluation of the screw noted damage on the threads as warped. No damage on the suture was observed. The most likely cause of the reported failure is improper misaligned insertion, prying, or leveraging the device during insertion.